Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with approximately 300 units of insulin. There was no impact to the customer's blood glucose level. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the inaccurate fill estimate. It was confirmed that the customer was able to load a cartridge successfully and resume insulin delivery.